Manufacturer narrative:
Date of report: november 12, 2007.

Event description:
Procedure: prostatectomy. According to reporter: the white part fell off the tip of the instrument. It was retrieved and another shears was used.